Event description:
The device was being used to treat a patient and successfully shocked the patient at 200 joules. On the third attempt, the device allegedly charged to 10 joules. The device operator reportedly manually selected 200 joules and the device properly charged and delivered the 200 joule shock to the patient. The patient was resuscitated.